Event description:
It was reported by service report that the side rail would not lock in place. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: headend, right siderail assembly had to be replaced.